Event description:
It was reported when the device was used during an unknown procedure, the clips protruded. Another device was used to complete the case. There was no adverse consequence to the patient. One device returning.

Manufacturer narrative:
Yielded jaws. Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. As each device is 100% visually inspected during the manufacturing process no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us.